Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign matter in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer didn't clean, disinfect, and sterilize the device before sending it back. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.